Event description:
It was reported that during an operation to implant an implantable pulse generator (ipg) the programmer screen was frozen with the display of the company logo as a result of an attempt to switch to the analyzer page. The screen did not switch to the analyzer page after five minutes of waiting and was forced to shutdown. The programer was restarted. An attempt to launch the analyzer page was made but the screen froze again and shut down was needed again. The implant procedure was completed using a different programmer. After completion of the operation switching from medtronic to vitatron was tried, although it took a while it was possible. However switching from vitatron to medtronic could not be performed, the screen was forced to shut down after a blank white page was displayed. From the print queue page an attempt to print off the output was made but failed. The page could be opened but paper did not come out. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).